Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:: 1627487-2015-05619. It was reported the patient was no longer receiving effective therapy due to both leads migrating. The patient believes the leads may have migrated as a result of him bending over too much while at his job. As a result, both leads were explanted and replaced (with a single lead/different model). Effective therapy was restored post-op.